Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, failure to capture was observed on the left ventricular (lv) lead. The device was reprogrammed and the lv lead was deactivated to resolve the event. The patient was in stable condition.